Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: worn adhesive around objective and light guide lens, no image and loose ultrasonic probe. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the ultrasound gastrovideoscope exhibited blood leakage from the tie rod control handle. This issue was found during reprocessing. There were no reports of patient involvement.